Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additional information reported xen was successfully relocated and the event has been resolved. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. Serial number (B)(4). Lot number 62812. The event of erosion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the event and patient details has been requested. No additional information is available at this time. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported an erosion at 11 o'clock in the right eye against the xen®45 gts. Physician is planning to relocate the xen®45 gts under the conjunctiva. If this does not work, physician will explant the device. The device will not be explanted at this time. The event has not been resolved.